Manufacturer narrative:
(B)(4).

Event description:
Information was received which indicated that there was no patient harm.

Manufacturer narrative:
A review of the related device history record for the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaint associated with the lots for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the entry blades were burred when used during a vitrectomy procedure. The product was replaced and the procedure was completed. The current patient outcome is unknown. Additional information and product sample have been requested.